Event description:
This device was implanted on (B)(6) 2006 and remains implanted at this time. This is noted due to information that the old device went bad, that it gave him 19 shocks and was replaced with a medtronic device on (B)(6) 2011 by dr. (B)(6) . No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).